Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01579. This report is being submitted as additional information. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 9 months. Manufacture investigation conclusion: a specific cause for the reported driveline infection that turned into a pump pocket infection could not conclusively be determined through this evaluation. The heartmate ii left ventricular assist system instruction for use (IFU) lists infections and pump pocket infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. This document outlines indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had a percutaneous lead (driveline) infection that turned into a pump pocket infection. Multiple washouts were performed and the site was packed with antibiotic beads. No additional information was provided.